Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. The device was inspected and tested on 05th august 2019. Within this inspection functional testing and visual inspection was made. The result was: index knob securely locks but shows slight play. Pin pressure deviation (too high). As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted by customer on (B)(6) 2019. They stated that the skull clamp could have slipped during a case. Further investigations showed that there has been no patient injury but as there was a potential risk we decided to report this case.